Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event code. Physio then replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed main keypad assembly was further evaluated in the failure analysis center. The shock button was found to be worn. As a result of the worn button, the device intermittently failed to deliver defibrillation therapy during testing and logged the reported event code.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code. The event code logged can effect the device's ability to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.